Event description:
Patient presented to the physician with discharge of fluid from the chest incision. Physician suspected a seroma had developed. Physician brought the patient to the or and, upon entering the chest pocket, observed infection. Physician removed the inspire system, performed a culture test and an antibiotic rinse of the area, and closed. Physician prescribed topical and oral antibiotics post-procedure.